Event description:
It was reported the patient programmer had 006 message. It was reviewed that means stuck key. It was reported the patient's stimulator turned on for no reason. It was noted the patient had the implant recently and it was thought that the patient had a sensor and 565 lead. Additional information received reported there were no diagnostics performed on the device nor any malfunctions seen or causes of the issue determined. It was noted there were no interventions taken or planned and the outcome was the patient was fine and was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_prog, serial# unknown, product type programmer, physician. (B)(4).